Manufacturer narrative:
Our evaluation found one of the jaw was broken off at the hinge. The breakage most likely was from mechanical force overload. The insert has been in use for approximately 4 1/2 years.

Event description:
During an laparoscopic cholecystectomy, the surgeon noticed the instrument was not grasping and realize on of the jaws was missing. He was able to retrieve it with no harm to the patient.